Manufacturer narrative:
Investigation summary: no product or data logs returned. Hemolysis/mechanical interaction with blood: clinical reported hemolysis with rise in pfhb which decreased after straightening of the cannula. The cause of the issue was not established as no product or logs were returned. Product damage (cannula kink): clinical reported rp flex was kinked near the distal portion of the ivc. It is unknown how the pump got kinked. The cause of the issue was not established as no product was returned and limited clinical information was provided device history lot: device lot: 1815030. Device history batch: subcomponent lot: n/a. Device history review: the complaint pump s/n (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
Complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect clinical/impact codes were updated/corrected and repopulated accordingly.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 64 year old male was implanted with a impella rp flex for support during high risk cardiac procedure. It was reported that the patient was returned to the operative theatre for a wash out due to hematoma collection related to valve work and cab. During the procedure it was noted that the aic had restarted and then showed the alarm controller failure and it stated to replace aic if alarm continued. The doctor was notified of this happening and aic was replaced with another aic. No discoverable harm was caused to the patient because of this occurrence.